Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 270cc mentor memorygel breast implant prostheses and experienced bilateral grade IV capsular contracture and left-sided soft tissue necrosis. A healthcare professional stated that the patient came had a consultation on (B)(6) 2020, and a doctor diagnosed the capsular contracture via physical exam. As a result, the patient underwent removal and replacement with an unspecified breast implant for the left side and surgical intervention (capsulotomy) for the right side on (B)(6) 2020. However, during the surgery, the right-sided device was reimplanted in the patient¿s right breast. Reimplanting the same device is against instructions for use. Thus, the right-sided device was used in an off-label manner. This report is for the right-sided prosthesis.